Event description:
Reportedly, this patient expressed concern and disatisfaction with a pericardial valve he had implanted in 2005. He reported that this device has leaked and he will have to undergo surgery again.

Manufacturer narrative:
Device not returned.